Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump was having issues delivering insulin. The customer¿s blood glucose level was unknown at the time of the incident. The caller stated that the customer had a low but declined to provide further details. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis.